Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during an unknown process step of peritoneal dialysis (pd) therapy, a small hole or slit in the patient's transfer set was observed. The hole was covered with paper tape and therapy was continued until the following day when the pd fluid appeared cloudy. Subsequently, the patient was diagnosed with peritonitis. The transfer set was changed and the patient was prescribed unspecified antibiotics for the event. It was further reported the transfer set tubing was taped to the patient's abdomen which caused the set to bend and lead to the hole/slit. At the time of this report, the patient was recovering, and antibiotics and pd therapy were ongoing. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.